Manufacturer narrative:
Pump was received with ghosting display due to faulty lcd driver. Unable to perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to display anomaly. Pump had minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had received replacement pumps, but has continued to have issues with blurry screens. The customer states the screen goes in and out, and the letters fluctuate in size. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.